Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not aspirate reagent in well position h8 and did not give an error message. A field svc engineer was dispatched. No death or serious injury was associated with this event.